Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had triggered for the right ventricular (rv) lead due to sic (sensing integrity counter) counts and high rate vt-ns (ventricular tachycardia- non-sustained) episodes. It was noted that one episode of vt/vf (ventricular tachycardia/ ventricular fibrillation) was recorded and though patient was in a true vt there was oversensing present as well. The vt self-terminated and therapy was aborted. No intervention was necessary and the lead remains in use. No patient complications have been reported as a result of this event.